Manufacturer narrative:
A partial lead with the pin measuring 6.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient died of an acute cardiopulmonary arrest on (B)(6) 2017. Additional information could not be obtained.